Event description:
Information was received that the patient's generator was unable to be interrogated pre-operatively prior to the replacement surgery, due to battery depletion. It was reported that because the generator was unable to be interrogated pre-operatively, the surgeon chose to do a full revision as the surgeon trusted the physician's report of high impedance and did not want to prolong the surgical procedure. The generator and lead were explanted and will not be returned to livanova for analysis. No additional relevant information has been received to date.

Event description:
It was reported via clinic notes for a patient's referral for revision that the patient's magnet stimulation is not as effective as previously occasionally working and occasionally not working with no progression to a seizure. It was also reported that the vns was interrogated and "evidence of lead impedance suspicious for lead fracture" was identified. A session report received reported a dcdc code indicating high impedance. Information was received that the high impedance was seen on a system diagnostic and repeatedly shown on the next interrogation as well. It was additionally reported that the patient felt as though the generator may have relocated within chest area due to weight loss/gain. The patient is being referred for prophylactic generator replacement and possible lead revision. It was stated patient is being referred for generator replacement due to patient comfort, and it was stated there is no serious injury or possible serious injury. Device history records were reviewed for the lead and the device passed all functional specifications and quality tests and were sterilized prior to distribution. Though surgery is likely, no surgical intervention has been reported to date. No additional relevant information has been received to date.